Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father called to report that the customer is experiencing high blood glucose levels. Customer's blood glucose at the time of the incident was 576 mg/dl. Customer's father reported that the infusion set was changed several times due to bent cannulas. Customer's father did not report whether the insulin pump alarmed no delivery. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.